Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve assembly was replaced, and the unit was returned to service.

Event description:
The hospital reported the adjustable pressure limiting valve was not relieving pressure and that manual ventilation was not available during pre-use checkout. There was no report of patient involvement.